Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The customer reported: "pumping issue. It will not pump fluid through at all", the evaluator was unable to run a loaded set due to a system error 105 at power up. The event history log (ehl) review was performed. The customer did not provide an event occurrence date or event parameters, however a review of the last days of customer use revealed multiple events of "system error 105" and there are no infusions programmed. The reported condition was not verified. No causality was identified and no correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a pumping issues that would not pump fluid through at all. The event happened during testing at the biomed service department. There was no patient involvement. No additional information is available.